Manufacturer narrative:
(B)(4) concomitant medical devices: persona tibia cemented stemmed catalog # 42532006402 lot # 62480736. Persona femur cemented cruciate retaining catalog # 42502605802 lot # 63024170. Persona all poly patella catalog # 42540000026 lot # 62888966. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00050, 0002648920-2018-00267, 0002648920-2018-00269.

Event description:
It was reported that the patient have personal injury after knee implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.